Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device (B)(6) 2009 . It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to pulmonary embolism (pe) and retrieval of the filter was attempted on (B)(6) 2010. Patient is alleging vena cava perforation, tilt, and device is unable to be retrieved. The patient further alleges "I can feel the ivc filter in me, it causes sharp pain at times and I have to take prescription pain medication daily to get by. It has also caused me mental anguish as I am afraid that the ivc filter will move and cause more serious problems than it already has." The patient also states "I can no longer lift anything over 10 pounds. I can't really do anything active anymore because of the pain. The only activity I can do still is drive and even that is difficult and I can't do it for long periods of time.". (B)(6) 2009, implant report: "patient is a 47-year-old male with history of pulmonary embolism who presents for ivc filter placement prior to gastric bypass surgery." "A g2 filter was placed in the infrarenal ivc." "Placement of a g2 via a right internal jugular vein approach.". (B)(6) 2017, report from CT (computed tomography): "the patient had a bard g2 ivc filter placed on (B)(6) 2009." "Superior extent of ivc filter is at the mid l3 vertebral body. Inferior extent l4 vertebral body. Six prongs have perforated the ivc, series 2, image 46. Maximum distance prong perforated is 7 mm, series 2, image 47. Coronal images show 9-degree tilt left-to-right, series 300, image 78. Sagittal images show 2-degree tilt posterior-anterior, series 301, image 116. Diameter of ivc directly above filter measures 20 mm x 22 mm, series 2, image 37.